Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) lead exhibited post paced t wave over-sensing. Programming changes were suggested but no intervention was reported. There were no patient consequences.